Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Request for removal of inserts currently underway. Hysterectomy requested. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information is available.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("haemorrhagic menstrual bleeding"), dysmenorrhoea ("painful menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("abdominal bloating"), back pain ("lower back pain"), pain in extremity ("lower limb pain"), vaginal discharge ("white vaginal discharges"), migraine ("migraines"), tendonitis ("tendinitis"), visual acuity reduced ("reduced vision"), memory impairment ("loss of memory"), hot flush ("hot flushes"), hyperhidrosis ("excessive sweating") and depression ("depressive state"). The patient was treated with surgery (request for removal of inserts currently underway. Hysterectomy requested.). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, dyspareunia, abdominal distension, back pain, pain in extremity, vaginal discharge, migraine, tendonitis, visual acuity reduced, memory impairment, hot flush, hyperhidrosis and depression had not resolved. The reporter considered pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, dyspareunia, abdominal distension, back pain, pain in extremity, vaginal discharge, migraine, tendonitis, visual acuity reduced, memory impairment, hot flush, hyperhidrosis and depression to be related to essure. The reporter commented: all occurred since the start with worsening in past year. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Request for removal of inserts currently underway. Hysterectomy requested. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.